Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. Information was provided that the patient is currently asymptomatic. There is no more information available at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that following an intraocular lens (iol) implant procedure, developed glistening's. Additional information was received from the surgeon and stated that, the patient's eye is currently asymptomatic but it has been less than 2 years since surgery. There are no more information available to be provided as of now.